Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain and uti diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and tooth fracture. Previously administered products included for an unreported indication: oral contraceptive-pills and depo provera. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), urinary tract infection ("uti") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain and uti discrepancy noted in date of insertion: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received: reporter information was added. Rcc was updated. Due to imrdf/FDA codes error fu marked signi. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and tooth fracture. Previously administered products included for an unreported indication: oral contraceptive-pills and depo provera. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), urinary tract infection ("uti") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Concomitant drug, medical history, historical drug added. Event: lower abdominal pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and tooth fracture. Previously administered products included for an unreported indication: oral contraceptive-pills and depo provera. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"), urinary tract infection ("uti") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain and uti discrepancy noted in date of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, breakage and uti. Patient date of birth, lab data and treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.